Event description:
It was reported that the customer had high blood glucose levels. Customer was not letting his boluses complete delivery. Boluses were stopped in the middle of delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.